Manufacturer narrative:
Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems. (1, 2, 3, 4, 5) in addition, failure to osseointegrate is included in the xp1 system labeling as a known complication. There are various factors that contribute to the risk of implant failure. (5) these include pt factors such as prior oral infection, poor bone quality or quantity, systemic conditions such as diabetes, uncontrolled hypertension, etc. Pt habits such as tobacco use, alcohol or drug abuse, poor oral hygiene, and bruxism may lead to implant failure. In addition, improper surgical technique can lead to implant failure and/or loss of supporting bone. The device history record for this lot of implants was reviewed and process and sterilization parameters were found to be specified. The device was not returned for eval. In conclusion, the lack of osseointegration is a well-documented and inherent risk of dental implants.

Event description:
This complaint involves a report of an implant that failed to osseointegrate. In 2008, a female underwent a successful implantation of the xp1 single system dental implant at site #3. Primary stability rating was noted as 'satisfactory'. On the following month, at the three week post implant check, the implant was noted to be loose. On a week later, the implant was removed for failure to osseointegrate.